Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that stent struts from the fourth most distal stent row were raised outwards distally from the balloon and damaged. This type of damage is consistent with excessive force being applied during withdrawal. The ro markerbands and the tip of the device were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was severely kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-jul-2015. It was reported that shaft kink occurred. The 95% stenosed target lesion was located in the right coronary artery. A 3.50x20mm promus element stent was selected however during introduction of the device, it was noted that the shaft of the stent delivery system was kinked while still outside the patient. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.